Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the 6949 lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, however all conductors distorted, the distal conductor fractured (overstress), the distal conductor was distorted, the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the partial lead was returned in segments and analyzed. No anomalies were found, however all conductors were distorted, the distal conductor was fractured (overstress), the distal conductor was distorted, the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; (B)(4): the full lead was returned in segments and analyzed. The defibrillator conductor was fractured and distorted. It was noted that the superior vena cava conductor filars fractured at 47 cm. There was proximal conductor wear. The outer tubing overlay had blood/body fluid, was melted, had a breached cut, and had cosmetic environmental stress cracking. The outer tubing had an environmental stress cracking breach, breach (non-electrical), was torn, and was kinked/buckled. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched.

Event description:
It was reported that there was an apparent fracture of the right ventricular lead. The lead was also noted to have high impedance. Noise was noted on the electrogram and the device was oversensing. Upon explantation and replacement of the fractured lead, the right atrial lead became dislodged. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.